Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple episodes of inappropriate therapy delivery. The patient, experiencing possible atrial fibrillation (af) with rapid ventricular response (rvr), received several rounds of anti-tachycardia pacing (atp) and shocks. Despite these interventions, the rhythm often failed to respond appropriately, with episodes of acceleration into the ventricular fibrillation (vf) zone or persistent af with rvr. The ICD's therapy, including 31j and 41j shocks, appeared to be inappropriate in some instances, as the post-shock rhythm remained variable and closely resembled af with rvr, rather than resolving into a more stable rhythm. The event was discussed with the device representative and the attending physician for further review and management. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Replaced device code 2871 with 2870.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple episodes of inappropriate therapy delivery. The patient, experiencing possible atrial fibrillation (af) with rapid ventricular response (rvr), received several rounds of anti-tachycardia pacing (atp) and shocks. Despite these interventions, the rhythm often failed to respond appropriately, with episodes of acceleration into the ventricular fibrillation (vf) zone or persistent af with rvr. The ICD's therapy, including 31j and 41j shocks, appeared to be inappropriate in some instances, as the post-shock rhythm remained variable and closely resembled af with rvr, rather than resolving into a more stable rhythm. The event was discussed with the device representative and the attending physician for further review and management. No additional adverse patient effects were reported. This device remains in service.